Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the left femur; was replaced due to a non-union condition.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union condition is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken sign im nail was replaced with a 10mm x 380mm, standard nail using 1 proximal screw and 2 distal screws. No one can predict a non-union or a failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.